Manufacturer narrative:
As a result of additional information received, the following fields have been updated. H6: investigation results - the revision reported may have been the result of the orientation of the acetabular cup, edge loading/impingement, patient-related conditions, or any combination of these possibilities, which led to polyethylene wear and osteolysis after being implanted for approximately 11 years. Additional contributing factors to the reported failures may have been the result of a combination of the risk factors specified in hhe 2020-09-11-02. However, this cannot be confirmed as the devices were not available for evaluation, and images and radiographs were not provided at the time of this evaluation.

Event description:
As reported via legal documentation, this patient had right hip replacement on (B)(6) 2011 due osteoarthritis. They had revision surgery (B)(6) 2022, approximately 11 years after their initial implantation. Revision op report postoperative diagnosis: failed right total hip arthroplasty with impending wear through of polyethylene liner. The surgeon noted "the pseudocapsule and piriformis were damaged, likely from the previous approach. There is fluid tenting the capsule, which is causing this to be patulous", and "on entering joint, we see a large amount of wear related synovitis, clear synovial fluid and some metal staining, but preoperative fluid testing was negative for infection." The femoral component was provocatively tested and found to be well fixed. There was a massive osteolysis extending in all planes including the ischium, ilium, and medially. The patient transferred to recovery room in stable condition after reversal from anesthesia. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, this patient had right hip replacement on (B)(6) 2011. They had revision surgery on (B)(6) 2022, approximately 11 years after their initial implantation. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.